Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv). X-ray imaging was performed and revealed rv lead externalization. The event was resolved by capping and replacing the rv lead. The patient was in stable condition.